Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that the tips of two chesapeake anterior lumbar universal awls and the tips of two chesapeake anterior lumbar universal drills deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the second of two drills.